Event description:
It was reported that the patient presented for a pocket revision of their implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.